Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed by another surgeon, but the patient had come to see the surgeon for instability. Surgeon said the patient was loose in extension and mid flexion and decided to revise her femoral component. After removing her femoral component he reamed for a stem and sleeve and replaced with the appropriate size. He trialed his poly for stability and replaced with a stable size. Two depuy cement was used. No loosening and no delay in surgery. Doi: (B)(6) 2019, dor: (B)(6) 2021, left knee.